Event description:
It was reported that the patient¿s device showed a signal tone. The right ventricular lead had high pacing impedance, high thresholds, exit block, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance spiked to greater than 3000 ohms up from a trend in the 700-800 ohm range. (B)(4).